Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan, including stent retention values.

Event description:
While being advanced to a calcified lesion in the common iliac artery, the stent slipped off the sds right in front the lesion site; the stent was caught with another 7 x 2 opta pro balloon, and was implanted at the intended site. There was no report of any patient impact. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.